Event description:
Initially, it was reported that while lifting the gurney (with patient onboard) up from loading level to top level, gurney clicked into place, then collapsed to ground level. Initially, it was reported that neither patient nor crew were injured. In january 2006, litigation paperwork was received on behalf of one of the paramedics. Injury is assumed due to the notice of litigation.